Event description:
The customer reported that while using summit sample handler, a barcode in position b2 was misread. A hepatitis core assay was being run. No death or serious injury was associated with this event. This report corresponds to an ortho-clinical diagnostics, inc complaint.